Event description:
It was reported by a sales representative (sr) that an error was received on the programmer. Technical support (ts) suggested using the 2090 service disk to resolve the issue. It was then later further reported that the programmer booted to a beige screen, and that running the service diskette did not resolve it. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comments that the programmer booted to a beige screen and that it additionally generated an error, and the software was reloaded to resolve. It was noted that during the software reload the programmer displayed an error and that the hard drive was noisy, and therefore the hard drive was replaced in order to resolve. Concomitant products: product ID 2067 radiofrequency programmer head. (B)(4).

Event description:
It was reported by a sales representative (sr) that an error was received on the programmer. Technical support (ts) suggested using the 2090 service disk to resolve the issue. It was then later further reported that the programmer booted to a beige screen, and that running the service diskette did not resolve it. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the radiofrequency programmer head which was returned along with the programmer as an associated device subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
Corrected information: h3: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 radio frequency programmer head; (B)(4).

Event description:
It was reported by a sales representative (sr) that an error was received on the programmer. Technical support (ts) suggested using the 2090 service disk to resolve the issue. It was then later further reported that the programmer booted to a beige screen, and that running the service diskette did not resolve it. The programmer was returned for service. No patient complications have been reported as a result of this event.